Manufacturer narrative:
Citation: giacomin et al. Safety and feasibility of transcatheter aortic valve replacement in covid-19 patients: a case series. Cardiovasc revasc med. 2021 jul;28s:68-71. Doi: 10.1016/j.carrev.2021.03.022. Epub 2021 apr 6. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding safety and feasibility of transcatheter aortic valve replacement (tavr) on covid-19 patients. All data were collected from a single italian between november and december 2020. No unique device identifier numbers were provided for medtronic products. Case 3: a (B)(6) male patient with severe aortic stenosis (as) underwent surgical implant of a medtronic hancock ii bioprosthetic valve. One year later the patient was hospitalized for bacterial endocarditis of the bioprosthetic aortic valve which was treated medicinally. Approximately two years later, at (B)(6), the patient was presented with congestive heart failure (chf) caused by worsening of severe bioprosthetic valve dysfunction with severe aortic regurgitation. No signs of recurrent bacterial endocarditis were found. On day 21 since admission, the patient tested positive for covid-19. The course of the infection was favorable with no signs of respiratory failure. On day 35, a transcatheter-in-surgical valve replacement (tavr-in-savr) was successfully performed with implant of a medtronic 26-mm evolut r valve. On day 39, the patient tested negative for covid-19 and was subsequently discharged. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
March 22, 2022 - additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events, and that patient 3¿s weight was 78 kg.